Manufacturer narrative:
Device has been requested but not yet returned. Reference report #: (B)(4).

Event description:
It was reported that while the ventilator was in running mode on a test lung it generated two technical error codes, one indicating disabled valves and the other indicating an internal memory error. The ventilator is used in the service department at the distributor. There was no pt involvement. (B)(4).